Manufacturer narrative:
Device evaluated by manufacturer: agent dcb returned for analysis. Visual, tactile, microscopic analysis and leakage testing was performed on the device. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified that there were tears in the midshaft 30.2cm and 30.8cm from the distal tip. No damage was observed to the midshaft itself which could have contributed to the tears. Microscopic examination of the midshaft itself identified no damage or scratches which could have contributed to the tears. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. An attempt to inflate the balloon could not be performed due to the damage observed in the midshaft. Bumper tip showed no signs of distal tip damage. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the balloon had a hole. The 60% stenosed lesion was located in a mildly tortuous lesion. A 3.00 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci), along with vein graft anastomosis, to treat in-stent restenosis (isr). No damage was observed during device unpacking or preparation, and the device advanced smoothly over the wire and through the guide catheter without difficulty. The balloon was prepared and advanced over the guidewire; however, it failed to maintain pressure during inflation due to a hole in the balloon. The procedure was successfully completed with another balloon and there was no patient complication.

Event description:
It was reported that the balloon had a hole. The 60% stenosed lesion was located in a mildly tortuous lesion. A 3.00 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci), along with vein graft anastomosis, to treat in-stent restenosis (isr). No damage was observed during device unpacking or preparation, and the device advanced smoothly over the wire and through the guide catheter without difficulty. The balloon was prepared and advanced over the guidewire; however, it failed to maintain pressure during inflation due to a hole in the balloon. The procedure was successfully completed with another balloon and there was no patient complication.